Event description:
It was reported that the customer was receiving a no delivery alarm on her insulin pump, and felt it was burning through batteries too quickly. At the time of reporting her blood glucose level was over 400mg/dl. Troubleshooting was performed on the insulin pump. She is being sent a replacement battery cap. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.